Event description:
It was reported that during a superion indirect decompression system implant procedure, the set screw popped off the implant. The physician replaced the broken implant and the procedure was completed successfully. The device was retained by the facility and was not returned for analysis.